Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa when the physician noted that there was an air embolism in the coronaries of the patient. The patient was oxygenated at 100% and there was a small drop in blood pressure. The procedure was continued and was successfully completed with the closure device being implanted in the patient. There were no other complications that occurred. The patient had no residual effects due to the air and they were fine.